Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the patient cable was not working. The cable failed continuity testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient cable was not working. The cable was returned for analysis. There was no patient involvement.